Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up driver without any reported adverse patient impact.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The electronic data (eeprom) results revealed a "bottom pressure too low" fault code. This code has historically been correlated with a malfunction of the u22 pressure sensor component on the main printed circuit board assembly (pcba). Evaluation of the u22 pressure sensor showed the characteristic bond wire corrosion that has been associated with a degraded sensor and alarm condition. This finding indicates that the root cause of the alarm was a degraded u22 sensor. Despite the u22 bond wire corrosion and fault alarm, the freedom driver passed all pressure test requirements which included cardiac output (co), pulmonary aortic pressure (pap), arterial pressure (aop), left atrial pressure (lap) and right atrial pressure (rap) performance metrics associated with nominal normotensive and hypertensive settings. Syncardia has initiated a corrective action (CAPA) to address the issue of u22 pressure sensor failures. The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with u22 pressure sensor failure events. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up driver without any reported adverse patient impact.